Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a bowel repair procedure on (B)(6) 2010 and suture was used. The first pass with the needle was fine, but it was extremely difficult to get the needle through the tissue on the second pass. The surgeon backed the needle out and it appeared as if the tip of the needle had broken off. Another like product was used to complete the procedure with no adverse pt consequences.